Manufacturer narrative:
(B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle broke off inside the patient. This was discovered during use. The following information was provided by the initial reporter: customer reported that she does application in your patients and when removing the needle from patient, the needle detached from the syringe and stayed introduced in the patient.